Event description:
Information received regarding the explanted device notes that the patient presented in the ER with dizziness and an intrinsic rate of 35 bpm in atrial fibrillation. Inter- mittent pacemaker activity and capture were observed. At times the pacing was at the programmed rate, and other times it was slower. While in the hospital, the patient was stable and denied lightheadedness or dizziness.